Event description:
Patient was post-hydrating with normal saline solution (nss) following carboplatin. I was at the bedside and patient was sitting on mother's lap, not touching the tubing. The injector piece disconnected from the connector piece on the patient¿s port.